Event description:
This spontaneous case report from a consumer in united states was identified in the internet site of television station on (B)(6) 2013. The report refers to the reporting (B)(6) female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and it was perforating her intestines and bowels, she experienced tremendous daily pain. No information was given on consumer's history, past drugs, concomitant drugs and concurrent conditions. On an unspecified date, the consumer had essure (fallopian tube occlusion insert) inserted for birth control. Consumer reported she experienced pain. The doctor told her it was perforating her intestines and bowels, so that was why she was having the tremendous pain that she was having daily. Consumer was having surgery to take the coils out. No further details were reported. Reporter considered the events related to essure. Follow up received on 27-jan-2014 with the final ptc investigation result: these events reported were related to a product technical complaint (ptc). The bayer reference number for the ptc report are: (B)(4). Final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in (B)(4), "processing essure cases in dev@com." (B)(4). Medical assessment: the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. No complaint sample was provided for further technical investigation. No batch number was reported. Without this information neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible. The technical investigation concluded "unconfirmed quality defect". In summary, based on the available information there is no reason to suspect quality defect. Follow-up information received on 28-oct-2015 - it has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2140): the consumer had essure inserted in 2009 and had to have them removed in 2013 because they migrated. She was in terrible pain for years with many visits to the doctors office and specialists. It caused many sleepless nights and days of depression with no one finding the cause of the problem. The coil was perforating her intestine. She also had an allergy to nickel. She had to have her thyroid removed because of large nodules that have grown on it. At the time of the report she had lesions on her liver and was suffering from other issues that she had to wonder if it had in any relation to the coils. She stated her body was clearly rejecting it. Her hair used to fall out, she used to break out in rashes. After removal, she still had lingering health issues because of it essure. Before essure she was a relatively healthy woman. She had given birth to 3 children, but at the age of (B)(6) she felt like 53 or older because of all the health issues she had to continue to deal with. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and the coils migrated and perforated her intestines and her bowels. Later, it was informed that she also had her thyroid removed because of large nodules. Then, the consumer had to have them (essure coils) removed due to migration. These events, seen as device migration, gastrointestinal injury and thyroid neoplasm, are serious due to medical importance. Only thyroid neoplasm is unlisted in the reference safety information for essure. Internal organs perforation may occur with essure, due to device migration or during insertion procedure. Although the exact date and the mechanism of migration and perforation are not known, a causal relationship between essure and these events cannot be excluded. Regarding thyroid nodules, considering that essure acts locally in fallopian tubes, causality with suspect insert is very unlikely. Since essure removal was required, this case is regarded as incident. Based on the available information there is no reason to suspect quality defect. No further follow up will be actively pursued since this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.